Event description:
It was reported by the patient that the pocket has never fully healed. The patient stated that it opens up and a little blood comes out. Information was received from the clinic that confirmed a remote transmission was received and it indicated normal device function. The patient did not mention concerns about the pocket not fully healing when the clinic phoned the patient about receipt of the transmission. The clinic had no additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).